Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of 8110 just stop working. Technical support - customer stated that he unit just stop working. And now it will not recognize the 8110 anymore. I asked the customer was there any error code that ran across the screen. The customer stated no that the unit just will not recognize the 8110 anymore. I asked the customer can she run the 8110 the customer stated that she can put it in maintenance mode and it will fail the calibration. I also asked the customer was there any changes made. The customer stated no it just stop working. I suggested that the customer send the unit in for further troubleshooting. The customer said ok and stated I have to get a po and I will call back. A review of the device history record for sn (B)(4) was performed from 07/12/2016 to 3/26/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Additional comments: suggested that the customer send the unit in for further troubleshooting. A review of the device history record in sap for sn was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8110 ;sn: (B)(4) customer stated that he unit just stop working. And now it will not recognize the 8110 anymore. I asked the customer was there any error code that ran across the screen. The customer stated no that the unit just will not recognize the 8110 anymore. I asked the customer can she run the 8110 the customer stated that she can put it in maintenance mode and it will fail the calibration. I also asked the customer was there any changes made. The customer stated no it just stop working. I suggested that the customer send the unit in for further troubleshooting. The customer said ok and stated I have to get a po and I will call back. Case resolution: customer stated that he unit just stop working. And now it will not recognize the 8110 anymore. I asked the customer was there any error code that ran across the screen. The customer stated no that the unit just will not recognize the 8110 anymore. I asked the customer can she run the 8110 the customer stated that she can put it in maintenance mode and it will fail the calibration. I also asked the customer was there any changes made. The customer stated no it just stop working. I suggested that the customer send the unit in for further troubleshooting. The customer said ok and stated I have to get a po and I will call back. (B)(4).